Event description:
It was reported that during follow up, increasing capture threshold was observed for a pacer dependant patient. The device was reprogrammed. The patient condition was good. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.